Manufacturer narrative:
Section a3 and a4- patient gender and weight were requested, information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an episode of hypotension and bradycardia with associated low flow alarms. Log file captured on 28dec2023, backup battery not installed alarms. It appeared the alarms were related to the pump start up and the placement of the battery. On 31dec2023 and on 02jan2024, low flow events were noted. In addition, on 02jan2024, the low flow events appeared to be related to a change in the pumps fixed speed. The speed was changed to 4600 rotations per minute (rpms) and the low-speed limit was at 5500 rpms, which resulted in low-speed advisories. Once the pump speed was set back to 5500 rpms, the left ventricular assist device (lvad) appear to function as intended. It was further reported that patient's lactate dehydrogenase (ldh) went up to 500 units per liter. Additional log files were submitted to confirm no signs of hemolysis. The log file captured low flow events on 02jan2024 and 06jan2024. They did not appear to be any type of external equipment issues causing these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Review of the submitted log files confirmed transient low flow alarms; however, it was reported that the low flow alarms were associated with hypotension and bradycardia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient had hypotension and bradycardia with associated low flow alarms. It was later reported on (B)(6) 2024 that the patient¿s ldh went up to 500. The submitted log files were reviewed and transient low flow alarms were captured on (B)(6) 2023, (B)(6) 2024. The system appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis and cardiac arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.